Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma knee replacement: (B)(6) 2019. Curved plus liners appear to have delaminated after being washed.